Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent while performed a patient comparison. Of the data provided, only the result for one comparison were discrepant. The result from the meter was 5.5 inr and the result from the laboratory was 4.0 inr. There was no allegation of an adverse event. The patient had no anemia, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors, no changes in diet or medication, and no bleeding or bruising. The therapeutic range was 2.0 to 3.0 inr.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned strips were measured with a retention meter. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr , qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.